Event description:
The customer reported that there were vls errors and no hemoglobin (hgb) results were being recovered from the coulter lh 750 hematology analyzer. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the backwash tank was not filling due to a solenoid 107 (vl107) malfunction. The fse replaced the solenoid to resolve the issue. (B)(4).